Event description:
The hospital representative reported the pump to have an 812:02 failure code. The hospital representative stated that there was no report of pt incident involving the pump since the last baxter service event.